Event description:
Customer reported that the buttons on the insulin pump were unresponsive. The blood glucose reading was 148 mg/dl. She stated that for the up and down arrow and act buttons to work, she had to press them about five times. She stated that after a reservoir change, the up arrow button stopped working during the prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.